Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture, grey foreign matter was observed within the vial. The foreign matter within the picture appeared to be part of the rubber stopper. A device history record review did not reveal any quality issues during the production of lot number 1801110 that could have impacted the tendency for coring. Four retained samples of the same lot number were obtained from the manufacturing facility for further investigation. All of the retained samples performed per specification. Coring of the membrane may result from fragmentation, which may occur due to multiple injections or excessive welding of the membrane. Coring of the rubber stopper may occur due to rubber stopper quality, the dimensions/design of the needles used, and/or poor connection of the protector. As multiple factors impact coring tendency, an exact cause could not be determined for this incident. It is recommended that the m12 assembly fixture is used to ensure proper connection of the protector to the vial. The fragmentation results are acceptable. No corrective actions are needed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with foreign matter. There was no report of injury or medical intervention.